Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose in the 500 mg/dl range since (B)(6) 2015. The customer changed the infusion set but it would not come down. Most recent blood glucose reading was 590 mg/dl and she had frequent urination. During troubleshoot; it was stated the drive support cap is recessed. The tubing had no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Customer declined to check for site and insulin issues. The settings were changed two weeks ago and they are correct. The insulin pump passed the high pressure test. The customer was advised to change the entire infusion set and reservoir.